Manufacturer narrative:
A device history record (DHR) review was performed for part: #391.201, synthes lot # p229530: release to warehouse date: 23dec2015, expiration date: na, supplier: (B)(4): no non conformance reports (ncrs) were generated during production. Review of the device history records showed that there were no issues during the manufacturing of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that the surgery was successfully completed. The nail was not broken.

Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the cable tensioner was used for femoral diaphyseal fracture on (B)(6) 2017. The patient had fractured at femoral diaphyseal as a nail had been inserted on the proximal trochanter. A locking compression (lcp) distal femur plate and cable were used for fixation. After the plate was placed, the surgeon put tension to the first cable. While the tension holder was locked, the surgeon tried to remove the cable tensioner. Although the cable tensioner and the attachment-bit could be removed, the cable could not be removed from the cable tensioner. The grip had been securely turned counterclockwise. The surgeon cut the cable and tried to take it out, which resulted in failure. The surgeon seemed that the cable was not tight and got jammed in the cable tensioner, so he pulled the cable in various ways, and then eventually he could remove it. After that, the cable tensioner could be used without problems. The surgery was completed with a 20-minute delay. There was no adverse consequence to the patient. Concomitant devices reported: nail (part number unknown, lot number unknown, quantity 1); lcp distal femur plate (part number unknown, lot number unknown, quantity 1); tension holder (part 391.884, lot number unknown, quantity 1); attachment bit for tension holder (part 391.883, lot number unknown, quantity 1). This report is for one (1) cable tensioner. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Manufacturing evaluation was completed. Visual inspection found corrosion present on chuck jaws. Functional inspection found that the chuck jaws could not clamp onto a 1. 7mm cable for testing. This complaint is confirmed. Complaint condition could be replicated during manufacturing investigation. Device require destructive testing. Destructive testing was performed and determined that following lubrication, the device was found to function as intended and is within manufacturing specifications. A failure mode could not be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Lot number obtained, UDI updated. Device received. A review of the device history records has been requested. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.